Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if any malfunction codes reappear, which the customer understood.